Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: (B)(4) surgical technologies manufactured the cable tensioner (part number 391.201, lot p117235). The product conformed to all requirements as indicated in the certificate of conformance dated (B)(6) 2012. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no material record reports, non-conformance reports, or complaint-related issues with this lot. (B)(4) parts were released to the warehouse on (B)(6) 2012. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: there is no visible damage to the part. Rti surgical manufactured the cable tensioner, part number 391.201, and lot number p117235 for synthes. In house inventory of springs was inspected and found to be within specification. A device history record (DHR) review was conducted and found that the device met specification prior to shipping. During the DHR review there was no evidence to believe that the spring was originally over compressed. Engineering found that the spring of the collet assembly is compressed beyond recommended maximum displacement, leading to permanent deformation of the spring. Based on the specifications at the time of the original manufacturing, the identified root cause, and the evaluation performed by rti surgical, this complaint condition is confirmed but not related to a manufacturing cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cable tensioner was not able to be used during a surgical procedure on (B)(6) 2015. The tensioner could be moved, but not enough to reach the desired tension. The surgeon tightened the cable with his hands. The procedure was delayed by ten (10) minutes. This report is 1 of 4 for (B)(4).